Manufacturer narrative:
Model number: balloon: 72400024; pump: 72404127; serial number: balloon: (B)(4); pump: (B)(4); catalog number: balloon: 72400024; pump: 72404127; (B)(4). Expiration date: balloon: 10/09/2017; pump: 09/27/2013; manufacture date: balloon: 10/22/2012; pump:10/15/2012.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter (aus). The patient experienced cuff atrophy. The system was replaced with a 4.5 cm cuff, pump, and 61-70 cmh2o balloon. The patient's outcome was good.